Manufacturer narrative:
The actual date of event is unknown. The reported issue that the device had an error code 571.6200 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, informed most likely due to the logic board. Recommended sending in for repair. Emailed customer fixed level pricing list. No further investigation of this issue is possible at this time and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code 571.6200. There was no patient involvement.